Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed. Dvt reported as not related to zoll product. No patient injury attributable to zoll product. Event of dvt was not serious, the patient did not experience any clinical symptoms, and event was treated with medications. Event was possibly related to the icy catheter due to relevant timing and location. At the same time, the patient's clinical condition of tobacco use and alcohol abuse, experienced cardiac arrest. Those conditions are known to predispose patients to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. Event was probably related to the patient's clinical condition as well.

Event description:
It was reported that the female patient (B)(6) years of age was inserted an icy catheter without issue in the left femoral vein for an ivtm treatment of hypothermia after CPR. Patient was successfully cooled and during rewarming stage, three days after catheter insertion, the target temperature could not be reached, an ultrasound examination was performed and has shown that the patient has developed a deep vein thrombosis (dvt) in left femoral vein. The patient is a high risk for deep vein thrombosis (dvt) due to history of smoking and alcohol abuse. Patient was placed under deep vein thrombosis (dvt) prophylaxis protocol utilizing lovenox. In addition, patient was on cortisone, sedation, antibiotics and catecholamine medications. Per reporter, no fluid leaks were observed near console, patient bed or the floor. Per additional information received, patient was systematically anti-coagulated and no other adjunct procedures were performed. Per reporter, patient was extubated and in responsive state. This represents the report of dvt observed during the use of the catheter. The report of the patient unable to achieve target temperature using the thermogard console is referenced under MFR 3010617000-2018-00562.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all icy catheters are 100 % inspected. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for catheter with lot number 77935.

Event description:
Initially it was reported that the patient was ventilated and in the coma. Updated information states that on day 15 the patient already extubated, responsive, feels well.